Event description:
Follow up. Pt is currently in the hospital and was admitted due to a double pump malfunction (previously reported, no new info). Date of admission or current length of stay is unknown. Pt reports experiencing some dizziness and lightheadedness. Md is aware. Pt confirmed that they have been titrated back up to their previous dose of 28.69ng/kg/min. No further info, details, or dates available. Sq remunity self-fill pt. Pt started using remunity device (B)(6) 2023. Only 1 malfunctioning pump serial number was reported: (B)(6), as the other suspect device serial number was not reported, it is unk which other device is malfunctioning. Per the pharmacy dispensing system, the following device serial numbers are currently checked out to the pt for use (in addition to (B)(6)), "(B)(6)." Reported to (B)(6) by pt/caregiver. Ref report: mw5161081.